Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 19 dec 2019. One unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. There are no anomalies associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, instability and pain. The surgeon reported the patient was grossly unstable laterally. He reported the tibial component was loose needing one strike of the mallet which resulted the component to de-bond 100 percent from the underlying cement. He noted a well-fixed femoral component. The surgeon reported the patella had some wear and so was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2018 (rt knee).